Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15679. It was reported that the patient expired and the cause of death is unknown. The whole system was explanted. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 31.8cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.